Event description:
It was later reported that the patient was hospitalized from (B)(6) 2025 for infection and renal dysfunction. They underwent a surgical procedure, which was device-related. The patient experienced a major infection on (B)(6) 2025. The infection was within the pump and the type of infection was unknown. The patient underwent surgery and drug therapy. On (B)(6) 2025 the patient underwent a pump removal due to the infection within the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected thrombus could not be confirmed as no images were submitted for review and the device was not returned for evaluation. A direct correlation between heartmate 3 left ventricular assist device, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists potential adverse events, including infection, renal dysfunction, hemolysis, and device thrombosis, that may be associated with the use of the heartmate 3 lvas. The IFU provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This document also lists infection and thromboembolism as a potential late postimplant complication. Several sections of the heartmate 3 IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: date of event has been estimated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had heart failure symptoms for a month. The patient lactate dehydrogenase (ldh) level had gradually increased from (B)(6). The previous day, the patients ldh was about 1000. The facility had a suspicion of pump thrombosis. Log files were sent for review to rule out the possibility of pump thrombosis and check for rotor displacement and noise. The log file captured the power and flow slightly trending upward. No low flow events were seen in the event log file. Otherwise, the event log file captured routine events and there were no notable alarm conditions. Although the recent log file analysis showed no problems with the pump, an ultrasound scan revealed what appeared to be a blood clot. On (B)(6) 2025, the patient underwent a pump replacement due to suspected thrombus. Blood clot-like material was found to be adhering to both the inflow and outflow of blood.

Event description:
The causal relationship of the renal dysfunction and the device was clearly related as the renal failure was due to inability to maintain flow caused by vegetation in the outflow graft. The patient's maximum creatinine level was 3.00 mg/dl.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B2 - outcomes attributed to adverse - correction. Manufacturer's investigation conclusion: the reported event of suspected thrombus could not be confirmed as no images were submitted for review and the device was not returned for evaluation. A direct correlation between heartmate 3 left ventricular assist device, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The IFU lists potential adverse events, including hemolysis and device thrombosis, that may be associated with the use of the heartmate 3 lvas. The IFU provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This document also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2025 the patient experienced neurological dysfunction for greater than 24 hours. The event was an intracranial hemorrhage in the left hemisphere. A CT scan was performed. Clinical symptoms included stroke and coma. The patient had been on heparin and aspirin at the time of the event. The patient passed away on (B)(6) 2025 due to neurological dysfunction and perioperative cerebral hemorrhage. The device was explanted.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.